Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that on an unknown date, when opening the double j package, the packaging was noticed to be open (torn). This device was not used in a procedure, nor did it involve a patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.